Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the device was fired but no staples deployed. The knife blade cut the tissue only. Surgeon had to hand-sew anastomosis as a result. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4)